Manufacturer narrative:
D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient complained of rib pain following their breast mr exam on (B)(6) 2024. Later, on (B)(6) 2024, during additional examinations at the hospital, it was discovered that the patient had a rib fracture.

Manufacturer narrative:
H3: ge healthcareâs (gehc) investigation has been completed. There were no issues identified with the breast coil or mr system when evaluated by the gehc field engineer. Based on the information provided to gehc the most likely root cause was inadequate patient positioning for the mr exam. The breast coil is designed to minimize patient discomfort including various padding options to reduce pressure points. Both the mr and coil operator documentation provide clear guidelines on patient preparation, screening, positioning, and padding. No further actions are planned by gehc.